Manufacturer narrative:
A review of tickets was performed for reagent lot number 04527ui00. The ticket search determined that there is elevated complaint activity for this lot number. A review of complaints determined that there are no trends for the product list 7p51 for the complaint issue. A testing protocol was completed using retained samples of reagent lot 04527ui00 and returned patient sample material. This testing yielded a negative result post treatment with a heterophilic blocking agent indicating the presence of an interferent in the patient sample. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg lot# 04527ui00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21.

Event description:
The customer reported a false positive alinity I total b-hcg result on a female patient. Results provided: (B)(6) 2019 = 689 iu/l, processed on an architect = 430 iu/l, ria (irma) = < 5 u/l (negative); urine hcg = negative; roche cobas = < 0.1 u/l (negative); immulite = < 1 (negative). No impact to patient management was reported.